Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The returned battery cap¿s height and width were within specification. Unrelated to the initial complaint, it was observed that there was moisture visible in the display and there was a crack in the pump case at the top right corner near top right corner of display. A leak test was performed and failed due to this crack in the pump case. The pump was opened and there was moisture found on the printed circuit board (pcb). Additionally, the pump¿s black box and alarm history was not able to be downloaded due to the pump not powering on. There no power in the pump due to moisture damage. (B)(4).